Manufacturer narrative:
H6; the reported event, for break, was not confirmed as the device was not returned for evaluation. Without the device, the root cause cannot be determined. H3 other text : device discarded by customer.

Event description:
It was reported that during a surgical procedure, the router broke while tacking up holes. It was also reported that there was a one minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that during a surgical procedure, the router broke while tacking up holes. It was also reported that there was a one minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.